Event description:
It was reported while using relion¿ insulin syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found several syringes without marking on them.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30sep2022. H6: investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported while using relion¿ insulin syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found several syringes without marking on them.